Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, four surgical fibers "failed while inside the patient but none of the caps came off into the patient". Additionally, "laser apature came detached from sheath" was noted on the first fiber at 30,000 joules of use. The same issue was noted on the second fiber at 40,000 joules of use. The tip burned out on the third fiber at 224,353 joules of use. The fourth fiber failed at 7,719 joules of use. The tips of all fibers were cleaned during the procedure. The procedure was completed when the fourth fiber issue was noted. A bipolar loop was used to stop "a few bleeders". There was no patient injury due to the event. This report is for the second fiber.